Event description:
Event description guidant received information that this right ventricular defibrillation lead was exhibiting noise on the shocking channel only. Shocking lead impedance measurements were also out of range. A pocket revision was performed and it was discoverd that the distal terminal pin of the defibrillation lead was not connected to the header. The physician then tried to remove the lead for revising since the r-waves were low. The physician was noted to yank on the lead because the proximal coil was not mobile and seemed to be stuck. On fluoroscopy, the lead was not moving. The lead was loosened then explanted. Upon inspection, the insulation at the proximal end of the proximal coil was ripped. There was no tissue ingrowth.